Event description:
It was reported that the tip of the stent delivery system (sds) was broken. The returned product investigation revealed a soft tip separation and this is being filed as a malfunction. No pt injury was reported.